Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the surgeon was inserting a screw without significant force and the screw broke. The screw shaft broke off under the screw head and was retained in the patient. There are currently no plans to remove the retained screw shaft. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified hex shows nicks and gouges from tool use. Taper below head show witness marks from insertion. Screw is confirmed fractured at the base of the head taper and hex slot. Fractured piece(s) were not returned for evaluation. No other damage was noted. Device was submitted for further analysis. Analysis determined the observed artifacts suggest overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.